Manufacturer narrative:
The plate was not sent back for investigation and without the involved plate we are not able to determine the cause of this occurrence. Therefore a final conclusion is because of the damage at the received screw and without the involved plate not possible. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from oberdorf indicates a hospital in japan reported: during a colles fracture surgery surgeon was using a guide block to insert a va locking screw into a va lcp plate after drilling and using a torque limiter. The screw went through the hole in the second row at the radial side of the plate. No further information is available at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.